Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital for hemolysis with a lactate dehydrogenase (ldh) of 676 u/l which peaked into the 1200's u/l. The patient¿s urine and pump parameters had also changed. The patient¿s inr goal was 2.5-3.0, and during the event it increased to 4.7. The patient was started on integrilin and heparin. On (B)(6) 2015, the patient was discharged with ldh levels back into the baseline range of the 200's u/l. On (B)(6) 2015, it was reported that for the past two months, the patient¿s ldh levels have been around 283 u/l, which is still in the normal baseline range. The patient¿s inr is currently 2.5-3.5.

Manufacturer narrative:
Approximate age of device ¿ 6 months. The pump remains in use supporting the patient. No further issues have been reported. A direct correlation between the device and the reported event could not be determined. The instructions for use lists hemolysis as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.